Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s family was reported via phone call that, they experienced low blood glucose level. Customer's blood glucose value was 48 mg/dl at the time of the incident. The customer did not provide details regarding symptoms and treatment of low blood glucose. The customer also report that they were trying to do bolus and stuck button alarm occur. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted.